Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for na electrode (na) on a cobas 6000 c (501) module. The initial result was 164 mmol/l. The repeat result was 135 mmol/l. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
A valid na electrode lot number with expiration date was not provided. The customer had multiple failed calibrations on (B)(6) 2024; calibration was successful on the day of the event 29-jul-2024. Qc failed on (B)(6) 2024 but was acceptable on the day of the event 29-jul-2024). The field service engineer (fse) found detergent carryover in the reaction cells due to a torn rinse mechanism vacuum tube at the vacuum vessel. The fse replaced the rinse and vacuum tubing, adjusted the cell rinse dispense levels, and cleaned the ise sipper flow path. The instrument was verified by a 21-cup precision check. The service actions resolved the issue.